Event description:
It was reported that during a lap cholecystectomy procedure, after the fourth clip was successfully fired, the jaws locked on the artery. The surgeon squeezed the handles twice, but still would not release. The surgeon tried squeezing the handles one more time and the jaws opened. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/06/2008. Info anticipated, but unavailable at this time.